Event description:
It was reported that the patient went in for a check up and it was found that the humeral nail had receded about 10mm. The fracture had healed, surgeon removed nail. No unusual circumstances.

Event description:
It was reported that the patient went in for a check up and it was found that the humeral nail had receded about 10mm. The fracture had healed, surgeon removed nail. No unusual circumstances.

Manufacturer narrative:
Evaluation summary: the reported issue was not confirmed. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail was documented as having met specifications prior to distribution. The implants were not returned, furthermore no x-rays and/or surgery reports were provided. Therefore an investigation was not possible; the root cause could not be determined. It was reported that the nail ¿had receded about 10mm¿ and that ¿the fracture had healed¿ no unusual circumstances.¿ the available information indicates that only one screw was used. According to the operative technique there is only one locking mode with one screw; the antegrade dynamic mode. In this mode the nail has an axial movement range of 6 mm. For this mode the customer shall use a partially threaded screw but he used a full threaded screw (deviation from surgical technique). Based on this information following scenarios could have led to the reported countersink: scenario 1: both implants are intact. The customer placed the screw into the proximal long hole on the most distal side (shall be placed most proximal!). The nail sunk to the hole¿s maximum range of 6 mm into the bone marrow channel. Scenario 2: the screw broke and therefore the nail was no longer axial secured and sunk 10 mm into the bone marrow channel. However, the event description includes that the bone was healed. A more precise evaluation is not possible due to missing information. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.